Event description:
The tracheobronchial wall stent was implanted off-label in a graft over the knee joint. Over a 1-2 month period, the stent fractured and began to unravel at one end. This pt had been previously treated several times with pta balloons, lysis, and bypass and the wallstent was a lastditch effort to save the pt's leg. There has been no claim of injury related to this event.